Event description:
Facility alleged that a pt had a reaction to a 1st use dialyzer. Pt c/o muscle spasms and sob. The dialyzer was a first use after being preprocessed. The pt was switched to a different MFR's dialyzer.